Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) . A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. All cases were in excellent condition. Error history log review found a system failure: primary audible alarm background test. Unable to duplicate the primary audible alarm. The root cause of the reported issue was unable to determine. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed all functional tests and passed.

Event description:
It was reported that the pump had a primary audible alarm. No patient injury was reported.